Manufacturer narrative:
UDI : (B)(4). Product was received for evaluation: DHR - conformed to the specifications when released to stock failure analysis - the valve was visually inspected, needle holes in the needle chamber were noted. The valve passed the tests for programming, occlusion, reflux, siphon guard and pressure. The valve was leak tested: only leaked from the needle holes in the needle chamber. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The potential cause of failure for the poor flow problem reported by the customer could have been due to biological debris and a buildup of protein, no issues were noted during the investigation.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported poor flow of a hakim valve: the valve was implanted on (B)(6) 2019 via v-a shunt with an initial setting of 140mmh2o. Around (B)(6) 2020, the patient started having headaches and the valve setting was gradually lowered from 140 to100 to 80 mmh2o and the shunt contrast performed on (B)(6) revealed poor flow from the valve. Therefore, the valve was replaced with a new valve via v-a shunt on the same date. The patient is doing well.